Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac stimulation. The lead was repositioned and remains in use. This patient is part of the clinical study. No further patient complications have been reported as a result of this event.